Manufacturer narrative:
The device was single use and not returned to the manufacturing site. RMA issued for unused drapes.

Manufacturer narrative:
Device manufacture date provided.

Manufacturer narrative:
Lot number provision.

Event description:
A medtronic representative reported that a site had difficulty with an o-arm drape that was too thin and ripped prematurely when removing the o-arm from over the pt. Neurosurgeon and neuro coordinator used several drapes to complete the surgery. The protective sleeves over the adhesive tags on the drape come off when passing the drape; the tag stuck to other parts of the drape and couldn't be undone without the drape ripping and making it non-sterile; they used (B)(4) to secure the drape. Pt outcome was not adversely affected.